Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The pump was replaced because it was defaulting and wasn¿t working. They told the patient it was not working because of the medication that was put in it. No patient symptom was reported. The event was described as having occurred less then a about a month ago in 2019. The pump was noted as having administered fentanyl, clonidine, and morphine. The drug concentrations and dose rates of all three medications were unknown. The indication for use regarding the pump was non-malignant pain and post lumbar laminectomy syndrome. It was further reported that regarding pump replacement, the patient didn¿t bring their personal therapy manager (ptm) with them and then had to move out of her home and had lost their ptm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 5000mcg/ml fentanyl at 4000mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall occurred. The logs were interrogated and a replacement was planned. The issue was not resolved. No further complications were reported.